Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Advised discontinuation of the insulin pump. The customer called to inquire about a newer insulin pump and programming the bolus wizard settings. Advised the customer to speak with her doctor regarding recommended settings. The device also alerted low reservoir; advised the customer change the reservoir. Nothing further reported as no further assistance was needed.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.